Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was going through the load process and did not observe insulin coming from the end of the fill tubing. During the call with tandem technical support, the customer loaded a new cartridge and observed insulin coming from the end of the tubing. The customer re-connected the infusion set and resumed insulin delivery. The customer's blood glucose (bg) level was 350 mg/dl, and after the supplies were changed, the customer delivered a correction bolus to address bg level.